Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission revealed intermittent oversensing due to a possible output circuit damage check during a routine capacitor maintenance test. The patient is asymptomatic. The patient returned to the clinic and the recommended programming intervention was not completed as there was no more oversensing noted.